Event description:
There is mild recent increase in rv lead impedance from stable 500 to 780 ohms, short v_v intervals 653. Non-sustained vt recorded, egm suggestive of noise, shortest vv 160 ms, consistent w/ nonphysiologic interval. Picture is most c/w lead fracture. Lead is medtronic marquis dr 7274, serial number (B)(4). Lead was cut and replaced with medtronic 6935m - 62cm, serial number (B)(4). Reason for use: fracture lead for ischemic cardiomyopathy.